Event description:
It was reported that after implantation of the leads into the stomach wall and connecting to the implantable neurostimulator (ins) low impedances (251 ohms) were measured. This was outside the expected range of 300 to 1200 ohms. However, it was noted that the leads functioned as expected. The decision was made to leave the device implanted without further modifications. It was reported that the impedance levels will to be monitored. It was also reported that during the placement of the leads into the outer muscle layer of the stomach. The physician cut the monofilament suture to close the surgical clip which prevented the addition of a second clip being applied. Then, as the physician was suturing in the surgical disc component, the surgical clip fell off. At this point it was decided to remove the surgical disc and use a single surgical clip on the lead. The physician confirmed that this was a common practice to use surgical clips only and it was a greater risk to the patient to replace the entire lead component. Follow up information received reported that the cause of the impedance issue was not known at this time. It was noted that the device will not be turned on until 14 days post implantation. The patient was reported as doing very well. Refer to manufacturer report # 6000030-2013-00100 patient has two leads and it was unclear which lead the event pertained to.

Manufacturer narrative:
Product ID 4351m, serial # (B)(4), implanted: (B)(6) 2013, product ID 4351m, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).